Event description:
It was reported that the patient presented in the operation room for a generator change. Prior to the procedure, interrogation showed that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes and pacing inhibition. The ra lead was capped and replaced with alternate ra lead on (B)(6) 2023. The patient was discharged post-procedure.

Manufacturer narrative:
Further information was requested but not received.